Event description:
The customer reported via social media that she experienced high blood glucose over 600 mg/dl. The customer stated, she has had issues with the cannula getting bent and the insulin pump not alarming no delivery. Attempt to contact the customer was made but customer could not be reached; voicemail was left. A second attempt would be made later.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. A follow up phone call was made to the customer on (B)(4) 2015 in order to gather information in regards high blood glucose event that was caused by a bent cannula. Customer stated the high blood glucose event occurred on (B)(6) 2014. Customer's symptoms were headaches. Customer treated high blood glucose with insulin pump and water. Customer decided to change her entire set due to the high blood glucose and that when she noticed the cannula was bent. Customer declined further troubleshooting as she had resolved the issue with the set change.